Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Additionally, the pump battery was not charging properly. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and slight ketones; high bg cause was unknown. Bg was addressed via a correction bolus.